Event description:
It was reported by the patient that he underwent an umbilical hernia repair procedure on (B)(6) 2007 and mesh was implanted. Approximately one year after the procedure, the patient started experiencing pain at the mesh site. He went back to the surgeon but no intervention was provided. The patient states the pain is severe and has progressed to the point of needing assistance in getting out of bed. Additional information has been requested.

Manufacturer narrative:
Additional information narrative - the patient reports that he had a nerve block on (B)(6) 2014 to "deaden his stomach."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to large umbilical hernia and larger diastasis recti/ventral hernia.

Manufacturer narrative:
It was reported that the patient underwent an endoscopic retrograde cholangiopancreatography with sphincterotomy on (B)(6) 2011. It was reported that the patient underwent an upper endoscopy with biopsies on (B)(6) 2009; due to epigastric pain.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent an umbilical hernia repair procedure on (B)(6) 2007 and mesh was implanted. Approximately one year after the procedure, the patient experienced a pain at the mesh site. He went back to the surgeon but no intervention was provided. The patient states the pain is severe and has progressed to the point of needing assistance in getting out of bed. It was reported that the patient had a nerve block on (B)(4) 2014 to "deaden his stomach." It was reported that the patient underwent a mesh removal on (B)(4) 2014. Additional information: dr. (B)(6).